Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00936, 0001822565-2022-00938, 0001822565-2022-00939, 0001822565-2022-00940, 0001822565-2022-00941, 0001822565-2022-00942, 0001822565-2022-00943, 0001822565-2022-00944, and 0001822565-2022-00946. Concomitant medical devices: femoral distal augment cemented size 9, 9+ 10 mm thickness, catalog#: 42556606610, lot#: 64475630. Femoral posterior augment cemented size 9, 9+ 5 mm thickness, catalog#: 42556806605, lot#: 64459736. Femoral central cone size small, catalog#: 42545001011, lot#: 64500868. Tibia fixed cemented right size c, catalog#: 42542006402, lot#: ni. Tibial central cone size small, catalog#: 42545000511, lot#: 64627891. Femur cemented standard right size 9, catalog#: 42504606602, lot#: 64862199. Tibial augment cemented half block right medial size cd 15 mm thickness, catalog#: 42555803415, lot#: 64664300. Tibial augment cemented half block right lateral size cd 15 mm thickness, catalog#: 42555803215, lot#: 64664291.g. Stem extension straight splined uncemented 12 mm diameter +175 mm length, catalog#: 42560117512, lot#: 64653842. Palacos cement, catalog#: 5036964, lot#: 94944865. Stem extension straight splined uncemented 14 mm diameter +135 mm length, catalog#: 42560113514, lot#: 64707053. Articular surface fixed bearing constrained condylar knee (cck) right 14 mm height, catalog#: 42522800514, lot#: 64372518. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one year post-implantation, the patient reports persistent pain. Radiology results reveal increased radiolucency concerning for loosening of the tibia and a stable periprosthetic fracture at the lateral femoral condyle. Due to the bone loss from two prior revisions, the patient does not want to pursue another revision and will be treated conservatively at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a lateral femoral condyle fracture occurred, x-rays showed radiolucency, and radiographic evidence of loosening, and bone loss. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.